Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
On (B)(6) 2017, the whole pacing system was explanted due to pacemaker pocket infection. Reportedly, explantation of the pacing system was decided with the white blood cell count over 20000/¿l. Although the original wound of the pacemaker pocket appeared to be showing no obvious swelling or other abnormality, some body fluid suggestive of pocket infection was confirmed at the time of suture removal and (B)(6) was detected from it by a culture test. The hospital currently considers implanting a new pacing system in the right chest (i.e. The opposite chest) after around two weeks of monitoring.